Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was at end of life. It appeared the device was implanted in august 2005. It was returned without further information. Additional information was recieved stating the device was retrieved from archives for testing of the capacitors.